Event description:
Patient was implanted with rod and screw fixation from l2-s1 in (B)(6) 2010, due to injuries sustained in a motorcycle accident. Patient complained of pain on an unknown date. Exam and x-rays taken on an unknown date revealed that the right rod was broken, and the left rod had pulled out of the s1 screw. On (B)(6) 2012 patient returned to the or, and surgeon removed all hardware. Surgeon also did a pedicle subtraction osteotomy to harvest autograft. Autograft and allograft chips were implanted to treat the non-union found at l4-l5 and l5-s1. Patient was re-implanted with rod and screws from l2-iliac crest. This is 11 of 23 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date is unknown day in (B)(6) 2010